Manufacturer narrative:
(B)(4). D10: medical products: item#: 110030777, +3mm lateral offset 40mm diameter glenosphere; lot#: 66085130. Item#: 110031427, standard 40mm diameter bearing; lot#: 66806694. Item#: 110031402, mini standard thickness +3mm taper offset 40mm diameter humeral tray; lot#: 66929719. Item#: 118000-00, 25mm versa-dial taper adaptor; lot#: 66400643. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital, but the product was not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately two (2) months ago. Subsequently, the patient underwent a revision surgery one (1) month and five (5) days later due to an infection.

Event description:
It was reported that the baseplate was not removed, as it is fixed to the bone. Only those components not fixed to bone were removed. The patient underwent a washout and component exchange due to infection.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. Corrected data: g4 - PMA/510(k) number; h6 - component codes. The product has not been evaluated, as it has been determined that the event is not related to the device. The reported event is not related to the device; therefore, a review of the device history records and compatibility is not applicable. The root cause of the reported event is not device related. During the investigation process, a review of the sterile certifications was reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through an acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e., hospital/surgical environment, provider-related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issue identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.